Event description:
Pt underwent surgery because of distal femur breakage. Intraoperative x-ray control showed screw outside the nail hole. The screw was drilled outside the nail although an aiming device was used. Trying to extract the screw, it broke. Parts remained in pt. During further trials with out the aiming device, another screw broke as well. Another screw bent. Fragments of the two broken screws will be removed together with the nail in about 1.5 to 2 yrs.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.